Event description:
It was reported that the patient stated that this inflatable penile prosthesis (ipp) stopped working due to the pump bulb became hard. Patient services specialist provided valve reset techniques. A visit to the physician was recommended if the issue does not resolve. No additional information was reported.